Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm), while wearing the device between 24 and 36 hours. The patients parent reports the patient had pain, swelling, redness and a burning sensation at the pod infusion site. The patients reports blood glucose level had rose to 500 mg/dl. After application of a new pod the patients blood glucose level had started to decrease. When the patient had woken up the pod infusion site redness had spread. The patients parent reports having a teladoc meeting on their phone with a doctor. The doctor diagnosed the patient with cellulitis at the pod infusion site. The patient was prescribed antibiotics. The patients parent reports on the last day of taking the prescribed antibiotics they had a marble like lump at the pod infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogen city per iso10993 and sterility per iso11135 prior to release. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone15.2 cgm sensor type: g6.